Event description:
Boston scientific received information that right ventricular (rv) pacing impedance measurements at implant were 1,300 ohms, with a threshold measurement of 2.1 volts. Upon recent device interrogation, rv pacing impedance measurements were greater than 2,000 ohms, with a threshold measurement of 3.4 volts. No noise was observed on the device system. Technical services discussed observations. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an invasive revision procedure was performed and this lead was cut and capped and replaced without complication due to greater than 2000 ohms pacing impedance and high threshold measurements. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.